Event description:
During a da vinci s hysterectomy procedure, the user facility reportedly identified broken wires at the tip of the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a frayed grip cable at the distal idler pulley. The frayed strands were sticking out at the instrument's wrist. Other cables at instrument's wrist were not damaged. Additional observations that were not initially reported by the customer were a derailed cable, scratches on the pulley and scratches on the main tube. The same frayed grip cable was also derailed at the distal idler pulley. Grips was still able to open and close but movement may not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to derailment. There were scratches on the surface of the distal pulley with the derailed grip cable on top of it. The distal end of main tube had a scratch mark showing light material removal. The scratch was short in length and was not axially aligned with the tube. Evidence not conclusive, but damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.